Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine generator change. No electrical anomalies were noted at initial check. The physician elected to deliver a test shock which failed to convert the patient. A second shock failed to rescue the patient so the patient received external defibrillation. Low high voltage lead impedance was observed. The physician capped and replaced the lead. The patient was stable after the procedure.